Event description:
The trilogy evo ventilator was returned to the third-party service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the in-process evaluation of the device a ventilator inoperative error code in relation to tpy_held_in_bm was recorded in the device vent log. In conclusion the system board needs to be replaced to address the issue. The repairs have not yet begun and are pending the customers approval. Additionally, during the service of the device, error codes unrelated to the reportable malfunction were recorded in the device event log therefore the machine flow sensor needs to be replaced to address the issues. In addition, components will need to be replaced as part of maintenance of the device or due to physical/cosmetic damage and contamination. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The reported failure of tpy_held_in_bm is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.